Event description:
It was reported that caller reported that lead moved out of position when doctor was half way done closing pocket. Doctor went back in and repositioned lead with no problems. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.